Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg exceeded 75% of expected life of the ipg. This is considered within specifications. This ipg is no longer liable.

Event description:
It was reported the ipg had reached end of service. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.